Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 240 mg/dl. Subsequently, the customer did not restart the continuous glucose monitor (cgm) after the pump reset. Customer experienced an elevated blood glucose level that read "high," exact value was not provided. Customer delivered a correction bolus and restarted the cgm to resolve the issue.